Event description:
It was reported that the pt needed generator replacement due to end of service. Further info reveals that the pt underwent full revision surgery on (B)(6) 2011 due to high impedance that was discovered prior to surgery. During surgery, the surgeon tried to just replace the generator, but the high impedance persisted, so the leads were replaced as well. The explanted products cannot be returned to the manufacturer due to hospital policy. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.